Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after rewinding the insulin pump twice she received a pump error alarm. The customer¿s blood glucose level was unknown. They were unable to troubleshoot at the time of the call. The device will not be returned for analysis.